Manufacturer narrative:
The subject device has been returned for evaluation. However, the sample evaluation is currently ongoing. When the sample evaluation has been completed a supplemental emdr will be submitted. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, upon opening of the phasix st mesh package, a foreign material was found inside the sterile pouch. It was reported that the procedure was completed using another mesh. There was no reported patient injury.

Event description:
As reported, upon opening of the phasix st mesh package, a foreign material was found inside the sterile pouch. It was reported that the procedure was completed using another mesh. There was no reported patient injury.

Manufacturer narrative:
The subject device has been returned for evaluation. However, the sample evaluation is currently ongoing. When the sample evaluation has been completed a supplemental emdr will be submitted. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 56 units released for distribution in (B)(6) 2023. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the sample finds a foreign matter (hair) on the device. A clear ¿film¿ had been placed over the product by the end user to keep the foreign matter affixed to the product. The foreign matter is not fully attached or embedded into the unit. As the foreign matter was identified after opening the package at the user facility, it cannot be determined when the foreign matter presented. Based on visual and manufacturing process evaluation performed, root cause could not be determined. Updated fields: b4, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.